Event description:
On (B)(6) 2011, the patient and his mother contact animas alleging that the pump was losing power. The patient claimed that the issue began on (B)(6) 2011, at an unspecified time. He indicated that when he would tighten the battery cap, the device would turn back on. The patient denied that the pump had any cracks or that there was any rust/corrosion in the battery compartment. The battery cap threads were reportedly stripped. The patient claimed that his blood glucose (bg) levels were registering "hi" which indicates a possible bg level exceeding 600 mg/dl. He denied having symptoms of nausea, vomiting, abdominal pain, or chest pain. The patient admitted that the battery cap was about 1 year old. The animas representative involved in this contact informed the patient's mother that the battery cap should be changed every 6 months. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that his blood glucose reached an elevated level that meets animas' criteria for a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.